Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl and no delivery alarm. The customer¿s blood glucose was 487 mg/dl at the time of incident. The customer treated with bolus from insulin pump. The customer declined troubleshoot for bent cannula and high blood glucose. The product was not returned for analysis.